Manufacturer narrative:
This report is submitted on 06 apr 2021.

Event description:
Per the clinic, it was reported that the patient had a scab over the implant site which was treated with antibiotics.